Event description:
Per the clinic, a connection to the internal device could not be achieved, resulting in device non-use. The implanted device remains. It is unknown whether there are plans to explant and reimplant with another device as of the date of this report.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).